Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (resets) is still under investigation. As received, the monitor reset. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.